Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Healthcare professional reported "patient¿s concern with the product" and alcl; no pathological markers have been provided. This record represents the right side. The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and diagnosis of right breast implant associated alk negative anaplastic large cell lymphoma; correlative flow cytometry concurs with abnormal t cells cd30+.

Manufacturer narrative:
Continued from a5b: caucasian. The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, weight to the spec, deformation, wear abrasion and device appearance (observed 40 mm dark patch edge material). Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of seroma - late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma - late and capsular contracture.

Event description:
Additionally reported was the following: "the right breast remains tight," "the implant is high riding," "mammogram shows a fluid layer in the right breast... With the history of injury to the right breast, I believe this to be a hematoma fluid layering out;" "the [right side] capsule was incised with the electrocautery and there was a brisk egress of golden colored fluid," and "the flow cytometry findings raise concern for a t-cell lymphoproliferative disorder. Possible considerations may include anaplastic large cell lymphoma and other cd30+ t-cell lymphoproliferative disorders;" the marker of alk- has not been reported and the diagnosis of alcl has not been confirmed. The following events have been deemed not related to the device: patient "had no problems until... When they pressed their right chest against a dresser to slide the dresser across the floor. They experienced severe pain in the right breast followed by swelling."